Manufacturer narrative:
The device was recently returned to the manufacturing site; the investigation is ongoing. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
Customer reported the camera went out during a cystoscopy procedure. They confirmed the procedure was completed using another scope, there was a minimal delay, and there was no harm to patient. Additional patient information is not available.

Manufacturer narrative:
Evaluation summary: fluid invasion and debris inside handle housing caused no image and no light output. Puncture and scrapes in distal channel wall caused leak. Overbend in shaft at strain relief tip. Voids in epoxy at distal light guides. Root / likely cause: loss of image was mostly a result of maintenance and care. Observed significant damage to critical electronics, as well as mechanical damages consistent with improper maintenance and care. Debris inside the handle is evidence that the scope has been flooded, which resulted in the malfunction of the pcb, causing the image to cut off. Likely cause for fluid invasion is the pressure compensation cap being left on when immersed in liquid. The IFU contains the following warning: attention: damage to product: the pressure compensation cap (p/n 11025e) must be removed from the vent port (if present) before immersion in any liquids.

Manufacturer narrative:
It was reported that the camera went out during a case without any harm to the patient. Initially, this case was deemed as reportable due to a similar case, which was associated with a serious injury due to the malfunction of the device; however, it was later determined that the similar case that was identified did not result in a serious injury as originally indicated. Since there was no harm to the patient, a review was of the complaint was performed and the case was corrected. A new review of similar cases was conducted after the correction, and it was determined that there were no similar cases that resulted in a serious injury. Based on the new information, risk file (B)(4) was used to re-evaluate the risk to the patient. Refer to risk file (sap-ID: (B)(6); version: bi; risk-ID: 5.5.07; severity-level: 1 (procedural delay or restart); probability-level: 2 (remote)) . Based on the received information, the complaint review and the corresponding risk analysis, this case was deemed as not reportable.